Event description:
The customer reported that she experienced a high blood glucose of 511 mg/dl. The insulin pump was requiring calibration, but would not accept 511 mg/dl as a calibration. The customer was assisted with manual bolus and assistance was provided on how to locate and read bolus history. The customer stated she was going to change concumables to resolve her high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.